Manufacturer narrative:
Section d9 was updated due to part return section h6 evaluation codes were updated due to analysis of returned parts. Result code (annex c) additional code added component code (annex g) remove g07001 and add g03012 h3 device evaluation summary: was updated due to analysis of returned parts. Medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator was inoperative with a background fault diagnostic code indicating a mix oxygen flow sensor reading out of range. The device was available for evaluation. A review of the logs confirms the device entered into backup ventilation (buv) at the time of the event. The service personnel (sp) inspected the ventilator, confirmed the reported issue, based upon the code logged, replaced the oxygen flow sensor and the oxygen proportional solenoid (psol). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. One oxygen psol was returned to medtronic for analysis. The returned component was visually inspected and functionally tested with no malfunction or product deficiency observed. One oxygen flow sensor was returned to medtronic for analysis. A visual inspection of the returned sensor was conducted, and no anomalies were found. The oxygen flow sensor was attached to the failure investigation test ventilator for analysis. During extended self test (est), the ventilator failed the flow sensor cross check test, with the mix flow sensor was out of range message, confirming the oxygen flow sensor was faulty. The cause of the reported event was isolated to a faulty oxygen flow sensor. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator was inoperative with a background fault diagnostic code indicating a mix oxygen flow sensor reading out of range. The device was available for evaluation. A review of the logs confirms the device entered into backup ventilation (buv) at the time of the event. The service personnel (sp) inspected the ventilator, confirmed the reported issue, based upon the code logged, replaced the breath delivery flow sensor and the inspiratory module proportional solenoid (psol). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the event was isolated in the field to a potential fault in the breath delivery flow sensor and/or inspiratory module proportional solenoid (psol). The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 980 ventilator was inoperative with a background fault diagnostic code indicating a mix oxygen flow sensor reading out of range. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.